Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the disinfectant solution counter not reset was the disinfectant solution was not properly loaded into disinfectant tank, disinfectant preparation process was not successfully completed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the endoscope reprocessor that the disinfectant solution counter did not reset. The customer reported that they replaced the disinfectant solution counter on this unit but the notification for replacing the disinfectant solution counter was still showing. As they were providing the tech with their phone number, they reported that the message went away. The machine is fine now. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.